Event description:
The customer reported that the ckt breaker was inoperable.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ckt breaker cb1 mounting post was broken. The ge service representative replaced the cb1 ckt breaker. The system operates as intended. Ckt breaker.